Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a patient presented high lead impedance at a recent office visit. The patient's device was checked two weeks prior to this report and everything appeared to be fine. The patient began experiencing neck pain with stimulation around the same time the high lead impedance was detected. There were no reports of trauma of falls from the past two weeks; however, the patient is slightly development delayed therefore, he is not able to give a full history of events. The patient's device was programmed off and the patient was referred for revision surgery. X-rays will be taken but will most likely not be sent to the manufacturer for review. Good faith attempts to obtain additional information have been unsuccessful to date.